Manufacturer narrative:
Model number/catalog number: sc-8216-50; serial number: (B)(4); batch/lot number: 15731255; model/catalog description:artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of red and swollen were noted. The patient was given an antibiotics and underwent an explant procedure.